Manufacturer narrative:
Exact date unknown, event occurred approximately two months ago.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was moved more medial. The patient was doing well postoperatively.